Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid. The customer reported that they heard fluid when shook the insulin pump. Troubleshooting was performed and the customer stated that the insulin pump had cracks. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version unknown retainer ring = black customer returned pump for alleged exposed to moisture and cosmetic damage located on the pump found on (B)(6) 2022. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. The crest and thus software were unsuccessful due to pump stuck in critical pump error (open book image) alarm. Unable to bypass open book. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, corroded battery tube, battery tube threads - cracked, and label damage. Unable to download history files and traces confirmed due to moisture damage on pcba 1 and pcba 2. Critical pump error (open book image) alarm confirmed. Cosmetic damage was confirmed at the pump. Exposure to moisture was confirmed found on pcba 1, pcba 2, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.